Manufacturer narrative:
Title mwa versus rfa for perivascular and peribiliary crlm: a retrospective patient- and lesion-based analysis of two historical cohorts source cardiovasc intervent radiol. 39 (9) (1438¿1446), 2016. Date of publication: 25 jun 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed 25 june 2016,this is a retrospective study to analyze the safety and efficacy of radiofrequency ablation (rfa) versus microwave ablation (mwa) in the treatment of unresectable colorectal liver metastases (crlm) in proximity to large vessels and/ or major bile ducts. For mwa, they used 3.7- cm microwave antenna(s) (evident, covidien, dublin, ireland). Complications for patients with mwa were as follows: related to probe injury and occurring in 3.1% (1/32 lesions) each: pneumothorax, hepatic hemorrhage; related to thermal injury and occurring in 3.1% (1/32 lesions) each: fever, pain and fever, subphrenical abscess, biliary obstruction, and biliopleural fistula; related to the general procedure and occurring in 3.1% (1/32 lesions) each: urinary tract infection, plexus brachialis neuralgia, and benign cardiac arrythmia; and related to thermal injury and occurring in 6.2% (2/32 lesions): biloma/biliary leakage.